Event description:
The patient was undergoing an electrophysiology study with arrhythmia induction, mapping and radiofrequency ablation procedure. In anticipation of the arrhythmia induction, the patient had defibrillator pads applied. During the ablation procedure, the patient required an external shock from the defibrillator. During the attempted delivery of the shock, an electrical arc was heard and no shock was delivered. The defibrillator pads were inspected and the laterally placed pad had a loose wire that had detached from the chest pad.